Manufacturer narrative:
The evaluation noted that revision reported was likely the result of the spine stiffening screw backing out of the tibial stem extension, which ultimately resulted in instability. However, the reason for the screw disengagement could not be determined as the explants were not available for evaluation and x-rays were not provided. The most probable root cause associated with the reported event of "disassembled / misassembled" is associated with the unwanted disassembly of the device, or incorrect assembly of the device (attaching mating instrumentation incorrectly, assembling an implant construct off-axis, etc.). Section : brand name section : model number, catalog number, serial number, expiration date, unique identifier (UDI) # section : device manufacture date.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products cemented trapezoid tray (cat# 204-04-34 / serial# (B)(4). Fem. Stem ext. Adapter 5 (cat# 208-09-05 / serial# (B)(4). Three peg patella, 38mm (cat# 200-02-38 / serial# (B)(4). Cck tibial insert size 3, 13mm (cat# 208-23-13 / serial# (B)(4). 3'' trocar, mod. Hex (cat# 201-78-81 / serial# (B)(4). Holding pin mini sharp point (cat# 201-78-15 / serial# (B)(4). 3'' drill bit (cat# 201-78-89 / cat# (B)(4). 3'' trocar, mod. Hex (cat# 201-78-81 / serial# (B)(4). Holding pin headless 3 (cat# 201-46-10 / serial# (B)(4). Post. Femoral augment sz 3, 5 mm (cat# 208-07-03 / serial# (B)(4). Distal femoral augment sz 3, 10 mm (cat# 208-06-03 / serial# (B)(4). Stem extension 80 x 18 mm (cat# 204-38-08 / serial# (B)(4). Distal femoral augment sz 3, 10 mm (cat# 208-06-03 / serial# (B)(4). Stem extension w/slot 120 x 16 mm (cat# 204-36-12 / serial# (B)(4).

Event description:
As reported, approximately 8 yrs postop the initial implant, the right cck liner was replaced by a new cck implant in this this male patient. Surgeon suspected that it is the backing of the stuffing screw caused the components to separate during range of motion and result in instability. Patient was last known to be in stable condition following the event. The device is not returning for evaluation due to hospital disposed the device.